Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 12feb2021.

Event description:
It was reported to philips that the device had an error code for a speaker failure alarm. The device was not in clinical use at the time of the event. This issue occurred prior to patient use. The device was powered on and the alarm sounded. Another v60 was used with no report of patient impact, delay, or harm. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer was provided with the part information for a replacement speaker assembly. The customer ordered and replaced the speaker assembly which resolved the reported error code. The device remains at the customer site.